Event description:
When attempting to remove entire powerglide from patient, needle sheared catheter and was unable to back out device still active. Consulted with vascular interventional radiology and called powerglide manufacturer for troubleshooting steps. I was able to disengage the needle and guidewire and remove them. In doing that the remainder of the catheter, broken but still in one piece, were easily removed from the patient's skin.